Event description:
Patient on CPAP via full face mask. At CPAP check, a no flow/partial flow to patient was discovered. Tubing connections were checked. Patient disconnect alarm light was flashing on bipap/CPAP machine. Tubing connected to full face mask was found to be blocked or partially blocked, including exhalation port, by a thin transparent coating, believed to be tegaderm. Film removed and CPAP flow restored. Only alarm notification indicating there was or had been a problem was the patient disconnect alert. A reconstruction of the event revealed that if flow through the tubing is blocked when the machine is turned off (preventing flow through the mask and to patient), no alarms will sound after the machine is turned on and tubing/mask placed on patient. ======================health professional's impression======================users are not aware of a "blocked flow" alarm notification on this device.======================manufacturer response for ventilatory support device, respironics bipap vision======================per hospital request, site visit scheduled.